Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative and clinical specialist, reported that, while in a cranial navigus biopsy procedure, they could not unlock the trajectory to adjust the plan. In trouble-shooting, confirmed foot switch was connected, however, this did not resolve the issue, nor did using the foot switch button in the software. Exited the software and re-booted the system, normal function was restored. The foot switch was used to lock and unlock the trajectory to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2015 software investigation completed. Findings are that software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. On (B)(6) 2015 a medtronic representative, following-up at the site, reported application was unresponsive. We had an existing plan, which we navigated and successfully collected a tumor specimen. Selected a new entry point and then the system became unresponsive and would not let us proceed. Even though the system was not responding it did allow exit of the software using the exit button. The system booted back into cranial and finished the procedure without further problems. No further issues have been reported.